Manufacturer narrative:
An MDR is indicated for this complaint. A patient was implanted with a prodisc c vivo implant approximately one year ago. At one year post op it was observed that the implant had migrated anteriorly. It is unknown if the patient is symptomatic or if any further treatment is planned. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was within the levels outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The vivo device remains implanted in the patient, therefore no device evaluation could be completed. Imaging confirmed migration. Device migration is confirmed, a cause for the migration is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c vivo implant approximately one year ago. At one year post op it was observed that the implant had migrated anteriorly. It is unknown if the patient is symptomatic or if any further treatment is planned.